Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: (B)(6) hospital. (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: incarcerated recurrent parastomal and incisional hernias. Postoperative diagnosis: incarcerated recurrent parastomal and incisional hernias. Procedures: reduction of recurrent incisional and parastomal hernias. Laparoscopic repair of recurrent incisional and parastomal hernias using a 26 x 26 inch gore-tex dualmesh plus with a modified sugarbaker technique. Estimated blood loss: less than 50 ml. Specimens: none. Drains: none. Complications: none. Reason for procedure: ms. Sutton is a 31-year-old white female who presented with a recurrent incisional and peristomal hernia. Both of the hernias are becoming increasingly symptomatic. She was scheduled for laparoscopic repair of these hernias. Description of procedure: ¿patient was taken to the operating room, placed on the operating table in supine position. Preoperative dvt chemoprophylaxis and antibiotics were given and general endotracheal anesthesia was initiated. Foley catheter was placed. Her arms were tucked and we then covered her stoma site with a piece of gauze and a small tegaderm. The edges of this were then marked appropriately, so we would known where the nonsterile area was. Her abdomen was then prepped and draped in the usual sterile manner including the use of an ioban drape. The skin was then anesthetized in the left upper quadrant and incised to accommodate a 5-mm trocar. Veress needle was then inserted into the abdomen, position was verified with drip and aspiration. Pneumoperitoneum was then created and the abdomen was entered visually. There were no injuries noted upon entry. However, she did have significant midline adhesions; therefore, two 5-mm trocars were placed in the left lateral abdomen under direct vision after anesthetizing each site. Attention was then turned to the significant adhesions. These were slowly and methodically taken down. She did have several swiss cheese like hernia defects in the midline. She had incarceration of omentum in these areas. Ultimately, we got the entire midline freed and then began working on the parastomal site. We pulled small bowel and omentum out of this hernia and removed additional adhesions attaching more small bowel up to the hernia which were taken down as well. Ultimately, we did get all adhesions down and the only thing up in the hernia defect was the actual colon for the colostomy. Additional adhesions of omentum and small bowel were taken down from the right lower quadrant urostomy site as well. No peristomal hernia was noted around the urostomy. The abdominal defects were then measured; we selected a large piece of gore-tex dualmesh measuring 26 x 26 cm. We oriented this so the stoma and urostomy would be coming out the right lower lateral portion of the mesh. The abdomen and mesh were both marked appropriately. We placed stay sutures on the mesh of cvo gore-tex in the 4 cardinal quadrants and also we created a tunnel for the sugarbaker technique of a total of 4 stay sutures placed approximately 6 cm apart in a square configuration to allow for the passage of the colostomy and urostomy. The upper quadrant trocar was then widened to a 12-mm trocar. We placed a right upper quadrant trocar after anesthetizing that side as well and the mesh was then brought into the field. After marking the skin appropriately and using a suture passer, we initially brought the tunneling sutures for the sugarbaker portion of the repair around the distal colon. The mesh was then elevated. It was found to be snug against the bowel, but not overly tight. These 4 sutures were then tied down. These were all anchored beyond the hernia defect of the parastomal hernia. We then brought the remaining 3 stay sutures out in the 4 cardinal sites. The mesh was then elevated and found to be taut and in good position. We then placed another 5-mm trocar on the right side and the mesh was circumferentially tacked with protacks. Once this was completed, we placed 4 further stay sutures in between the existing stay sutures around the periphery of the mesh to help keep mesh from migrating. A final survey was performed. We had good hemostasis, no injuries, good coverage of all hernia defects, and the colon and urostomy were coming out appropriately from the edge of the mesh. Prior to removing all trocars, we did place a figure-of-eight suture at the 12-mm trocar site as this had to be widened to allow for passage of the mesh into the abdomen. The trocars were then removed and the pneumoperitoneum was decompressed. Skin edges were closed with 4-0 subcuticular monocryl and dermabond was placed. Patient was then allowed to awaken without difficulty. All sponge, instrument, and needle counts were correct. Dr. Sorensen was present and scrubbed for the entire procedure.¿ on (B)(6) 2015: (B)(6) hospital. Implant record. Implant mesh dual plus biomaterial 26 cm x 34 cm x 1 mm oval corduroy surface. Lot no: 13460837. Model/cat no: 1dlmcp08. Manufacturer: w.l. Gore & associates. Area: abdomen. Expiration date: 11/1/2017. The records confirm a gore® dualmesh® plus biomaterial (B)(6) was implanted during the procedure. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: multiply [sic] recurrent parastomal hernia. Postoperative diagnoses: multiply [sic] recurrent parastomal hernia. Procedure: open recurrent parastomal hernia repair with bilateral retrorectus component separation and placement of a 15 x 15 cm strattice mesh. The entire procedure requiring greater than 25% more time than usual due to significant scar tissue from all of her operations. Operators: dr. Brent sorensen and dr. Patrick shabino, (there were no qualified residents available). Anesthesia: general endotracheal. Reason for procedure: ms. Sutton is a 33-year-old white female with a history of multiple ostomy related surgeries including residing of her stoma and most recently a laparoscopic sugarbaker parastomal hernia repair of both of her colostomy and her urostomy. The colostomy sites parastomal hernia recurred. Therefore, she was scheduled for open repair. Description of procedure: ¿patient was taken to the operating room, placed on the operating table in supine position. Preoperative chemoprophylaxis and antibiotics were given and general endotracheal anesthesia was initiated. Foley catheter was placed into the urostomy and both urostomy and colostomy were covered and draped. The abdomen was then prepped and draped in the usual sterile manner, including the use of an ioban dressing. We then began a midline incision and using electrocautery took this down to the fascia. The fascia was then opened over the existing mesh with electrocautery. The mesh was easily identified. We then dissected circumferentially around the mesh and opened the mesh up gaining access into the abdominal cavity. The mesh was then further elevated and with a slow meticulous dissection, we continued to dissect the mesh off the ileal conduit and the colon below the colostomy site. The ileal conduit had grown into the mesh significantly and while taking it off, we did have an unavoidable enterotomy in the ileal conduit as well as a serosal tear. These were both repaired with 3-0 vicryl suture. We then had nursing insufflate green dye and we did not have any extravasation. Therefore, we continued to remove our mesh and tacked completely from the abdominal cavity. We then performed an intra-abdominal adhesiolysis and began our right-sided medial component separation, the posterior rectus sheath was divided just lateral to the linea alba and the space was created between the posterior sheath and the rectus muscle. This was extended superiorly and inferiorly until we had adequate dissection to cover up both of the stoma sites. We also reduced the incarcerated contents of the colostomy, parastomal hernia back into the abdomen. We then circumferentially dissected around both the ileal conduit and the colon. Of note, there was no parastomal hernia at the ileal conduit whatsoever and it was actually quite difficult to continue to dissect around it. Therefore, I elected to leave the inferior portion alone as she had already sustained the enterotomy earlier and there was no existing hernia. Dissection in this plane was very difficult; however, we were able to ultimately were completely around the colostomy and dissect the posterior sheath away from the hernia sac. We then reapproximated the anterior rectus sheath with 0 nonabsorbable v-loc suture so that there was no major defect in the anterior sheath as well. We also reapproximated the posterior sheath defect down to the bowel with running 2-0 vicryl. We then attempted a left-sided medial component separation again I opened up the rectus sheath just lateral to the linea alba. This place was incredibly difficult to dissect into as she had had a previous left paramedian incision and previous colostomy. I was able to dissect the majority of the space down with great difficulty, this took over an hour to dissect this area out. She had had previous hernia site closure with what looked like very large caliber ethibond suture, I removed as many of this as possible. Once we had created an adequate retrorectus flap on the left side, I repaired the rents in the posterior sheath with 2-0 vicryl suture. Once we had completed our retrorectus space bilaterally, we approximated the posterior rectus sheath with 2-0 absorbable v-loc suture after irrigating the abdomen and ensuring no injuries. Once we had recreated the visceral sheath, we then measured the space and I felt that a 15 cm2 piece of mesh would adequately fit in the space and cover the defect, we selected a 15 x 25 cm piece of strattice as there was no 15 x 15 and cut it to proper size including a keyhole through the midportion of the mesh in a cruciate surrounds the colon forming the colostomy. The mesh was then inserted into the space. I wrapped around the colon and then the mesh defect was reapproximated with a running 3-0 absorbable v-loc suture. We then placed stay sutures in the 4 corners of the mesh with 0 pds and using a suture passer brought these out after marking the skin appropriately, the mesh was then tied down was found to be taut and in good position covering the defects. We then reapproximated the anterior rectus sheath with #1 absorbable stratafix suture. Prior to doing so, we did irrigate between the mesh and we also placed a #19 blake drain in the space as well and brought out through the abdominal wall. Once we had closed our anterior rectus sheath, we placed another drain in the subcutaneous space after irrigating and brought this out on the left hand side as well just below the initial drain. The skin was then closed with staples. Sutures were placed to the drains and dressing were applied. The stomal appliances were then replaced and the patient was allowed to awaken.¿ estimated blood loss: 100 ml. Fluids administered: 500 ml albumin, 2800 ml of crystalloid. Complications: none. Drains: two 19 blake drains as stated above. Specimens: old mesh. I was present and scrubbed for the entire procedure. On (B)(6) 2017: (B)(6) hospital. Implant record. Implant graft recon tissue matrix strattice firm 15 cm x 25 cm porcine. Manufacture: life cell. On (B)(6) 2017: [missing records: pathology report detailing analysis of the device removed was not provided.] On (B)(6) 2019: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: multiple recurrent parastomal hernia and recurrent incisional hernia. Postoperative diagnoses: multiple recurrent parastomal hernia and recurrent incisional hernia. Procedures: robotic-assisted laparoscopic, modified sugarbaker repair of parastomal hernia and combined incisional hernia repair utilizing a 16 x 18 cm gore-tex dualmesh plus taking 50% greater time than usual due to difficulty secondary to her anatomy and adhesions. Operators: dr. George brent sorensen and dr. Laura rivera (there are no qualified residents available). Reason for procedure: ms. Sutton is a 35-year-old white female with a history of a spinal tumor, requiring a colostomy and a urostomy. She has had multiple recurrent parastomal hernias and also recurrent incisional hernias as well. Her most recent repair was an abdominal wall reconstruction; therefore, we scheduled her for a laparoscopic robotic-assisted repair at this time. Description of procedure: ¿the patient was taken to the operating room, placed on the operating table in a supine position. Preoperative dvt chemoprophylaxis and antibiotics were given and general endotracheal anesthesia was initiated. A foley was placed in her urostomy and a piece of gauze was placed over her colostomy; both of these were then covered with tegaderm and mastisol to keep them covered. The abdomen was then prepped and draped in the usual sterile manner after tucking her arms. The skin was the anesthetized in the left upper quadrant and incised to accommodate a veress needle. The veress needle was inserted into the abdomen, position was verified with drip aspiration. A pneumoperitoneum was then created and a robotic 8-mm trocar was inserted into the abdomen. We then entered the space visually, though we had very little area to work due to all of her adhesions. After a thorough search, we did find a small clearing in the mid abdomen, in which we were able to place a 5-mm trocar. We then began performing a laparoscopic adhesiolysis of the left side of the abdominal wall. Ultimately, we did free up enough to place another 5-mm trocar and continued our adhesiolysis laterally until we were able to clear off enough space to place our robotic trocars. A bariatric length robotic 8-mm trocar was placed just above her asis and another robotic 8-mm trocar was placed in between the 2 existing trocars and more laterally. At this point, the robot was then docked and attention was then turned further to the anterior abdominal wall. We performed approximately another hour of adhesiolysis, taking all of the adhesions off of her anterior abdominal wall. Ultimately, we did identify the incarcerated incisional hernia; the contents were reduced. We also identified the incarcerated parastomal hernia at her colostomy site. The colostomy was dissected free from the surrounding adhesions and ultimately separated away from all of the small bowel until it was on a pedicle and we evaluated the urostomy site as well. There was no parastomal hernia at this site, but she did have significant adhesions to the bowel of the urostomy; these were taken down until it was on a pedicle away from all the surrounding bowel as well. We then measured all of our defects with a ruler intraabdominally. The midline incisional hernia defect was approximately 8 cm long and 3 cm wide; this was reapproximated with a running 0 nonabsorbable v-lock suture. We did run that suture back towards the midline of this wound, as it was in between the existing ostomies as well. The parastomal hernia was reapproximated down close to the colostomy with 0 nonabsorbable v-loc as well. To assist with this, we did upgrade the left upper quadrant robotic 8-mm trocar to a 12-mm trocar. We then further measured and felt that we would have adequate overlap of all the defects, as well as the colostomy and urostomy with a 16 x 18 cm piece of gore-tex dualmesh, placed with the long axis transversely. The mesh was brought on to the field and trimmed to size. It was then marked to demonstrate on the mesh where the midline was and also where the defects would be, as well as the tracts for the sugarbaker closure of the defects. The mesh was then inserted into the abdomen and a suture was brought out through the midportion of the mesh using the existing 0 nonabsorbable v-loc suture. This was then sewn back to the abdominal wall, pulling the mesh up to the incisional defect, which was off midline of the actual mesh itself by a small bit. The proximal portion of the mesh closest to the trocars was then reapproximated to the abdominal wall with running 2-0 nonabsorbable v-loc suture. I then ran 2-0 nonabsorbable v-loc along the colostomy line first and then the urostomy line second, creating tunnels from proximal in the mesh to lateral in the mesh. Lateral tunnels were then placed at both the urostomy and colostomy as well using more 2-0 nonabsorbable suture, and finally, the remaining portions of unsutured mesh were reapproximated at the anterior abdominal wall with more 2-0 nonabsorbable suture. Once we had completed this, we had an adequate sugarbaker-type repair of the defect, with all defects contained centrally within the mesh and tunnels for both the colostomy and urostomy; these did not appear too tight around the bowel. A final survey was performed; this revealed good hemostasis and no injuries; therefore, the 12-mm trocar was reapproximated with vicryl and the trocars were removed and the pneumoperitoneum was decompressed. The skin edges were closed with 4-0 subcuticular monocryl and dermabond was placed. New ostomy appliances were placed and the patient was allowed to awaken.¿ estimated blood loss: 20 ml. Fluids administered: 2000 ml. Specimens: none. Drains: none. Complications: none. I was present and participated in the entire procedure. On (B)(6) 2019: (B)(6) hospital. Implant record. Implant mesh dual plus biomaterial 18 cm x 24 cm x 1 mm corduroy surface. Serial no: (B)(6). Model/cat no: 1dlmcp06. Area: abdomen. Expiration date: 08/31/2020. Manufacturer: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (B)(6)was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13460837. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal and incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.